Manufacturer narrative:
(B)(4).

Event description:
A report was received that a consumer experienced a corneal burn, a corneal ulcer, conjunctival redness and photophobia, right eye associated with aosept plus/clear care lens care solution. The anterior chamber was normal (no cell or flare). Visual acuity on the exam date was (B)(6) (20/200) right eye. Treatment consisted of tobrex ophthalmic drops 2 drops three times a day (during 5 days), euronac 2 drops four times a day (during 5 days), dexpanthenol gel 2 drops in the evening before sleeping for 4 days and lacrifluid 1 to 2 drops as needed during one month. A photo of the consumer was provided which showed she was wearing an eye patch (no indication of pressure or non pressure). Patching is generally contraindicated for an ulcerative event or in any event that might be suspected infectious. Follow visit five days later indicated slight superficial punctate keratitis ("kps") remained. F/u info received (B)(6) 2011 indicated that no further office visits were necessary because the cicatrization is ok, there is no scar, and the kps remained was temporary and not serious.